Event description:
It was reported that the patient presented at the emergency department with complaints of chest pain. Chest x ray showed poor inspiratory effort. Echocardiography revealed small to moderate circumferential pericardial effusion. Chest CT showed small acute pericardial effusion. The patient was started on medication and steroids. Later the patient had atrial fibrillation at 180 bpm. The medications were given to bring back the normal sinus rhythm. Repeat echocardiography showed improvement. The issue was resolved without complications. Further information could not be obtained.

Manufacturer narrative:
Correction: "hospitalization" field was unintentionally left unchecked in the initial report. This report notes that the patient was hospitalized.

Event description:
New information received notes that the pericardial effusion and hemorrhagic effusion was most likely secondary to pericarditis following pacer implantation.

Event description:
New information received notes that repeat echo showed improvement in effusion with no evidence of tamponade. Patient's medication were adjusted and was discharged to short term rehabilitation.